Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had to contact paramedics for low blood glucose values. Blood glucose values were not reported. The customer stated she repeatedly has low blood glucose levels after changing the infusion set and reservoir.